Event description:
It was reported that the customer was receiving the no delivery alarm during the fill tubing stage on the insulin pump. The customer had already went through two infusion sets and two reservoirs. The customer's blood glucose was 330 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.